Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The device has not been returned to the manufacturer for evaluation. However, photo was provided for review. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a CT guided percutaneous transhepatic biliary drainage catheter placement procedure using the navarre universal drainage catheter. On (B)(6) 2026, after the procedure, the drainage catheter connector fractured. The catheter was replaced with a new drainage catheter. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: although the physical device was not returned for evaluation, one electronic photo was provided for review. The photo shows a partial view of the clinician holding the proximal end of the drainage catheter, where a crack is visible on the catheter hub. Therefore, the investigation is confirmed for the reported fracture issue. The definitive root cause could not be determined based upon available information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (method, result, conclusion). Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a CT guided percutaneous transhepatic biliary drainage catheter placement procedure using the navarre universal drainage catheter. On (B)(6) 2026, after the procedure, the drainage catheter connector fractured. The catheter was replaced with a new drainage catheter. There was no reported patient injury.